Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned photograph noted the shaft of the unit was bent. The visual inspection of the returned product noted the shaft was bent and broken in half. The handle was unable to be actuated due to the broken shaft and jammed tacks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic incisional hernia repair. While attempting to affixing the mesh, the shaft bent. The tacker was not able to fire any tacks normally. When the surgeon attempted to remove the device, the shaft got stuck within the 5mm trocar sleeve and was removed with the trocar. To complete the procedure, another tacker was used. No patient injury or extension in surgical time. Patient status is alive, no injury.